Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed several signs of abrasion along the lead body. Further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Furthermore cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead in these areas. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - shortly after implantation an issue with the lead detection was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported. On (B)(6) 2016 - we were informed the lead had sensing issues.